Event description:
It was reported that the guidewire (subject device ) broke off from distal portion inside the patient. No fragments left inside the patient. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the patient's anatomy was unknown. In the physician¿s opinion the reported issue was not related to the synchro device. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the guidewire (subject device ) broke off from distal portion inside the patient. No fragments left inside the patient. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.